Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure of the light source function and failed light guide bundle was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the laparoscope gynecologic, which is an olympus asset, with no reported complaint. During the evaluation of the device, a failure of the light source function and failed light guide bundle was observed. The service repair technician indicated that the most likely cause of the reported malfunction was component failure. There was no patient involvement.